Event description:
On (B)(6) 2025, the user reported having issues with the touchscreen of their ilet. They noted that they already removed the plastic cover from the screen. However, there was an update available so they were recommended to update their pump. The user was unable to access the notification center to complete the update due to the touchscreen issues. A replacement pump was arranged. Blood glucose was not affected. No symptoms, external assistance, or medical intervention occurred.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.